Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. No button error alarm.inspected j2 connector on lcd and no unlock keypad connector. Pump was received with rattling vibration during selftest due to vibrator motor adhesive not adhering to case. No audio/beep anomaly noted.pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 104 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.